Event description:
Screw fracture seen through x-rays in, screw was unable to be removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.